Manufacturer narrative:
The device was evaluated for a possible malfunction against the reported event. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. Record review revealed no additional information related to the complaint. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that a patient's ipg was explanted. The ipg was suspected to be leaking stimulation current into the body causing headaches and chest pains. The patient stated the symptoms have worsened over time despite having the stimulation turned off. The clinical team does not believe the symptoms were caused by the device but may be caused by the patient's psychiatric condition. The ipg's database was analyzed before the explanted and found no problems.

Event description:
A report was received that a patient's ipg was explanted. The ipg was suspected to be leaking stimulation current into the body causing headaches and chest pains. The patient stated the symptoms have worsened over time despite having the stimulation turned off. The clinical team does not believe the symptoms were caused by the device but may be caused by the patient's psychiatric condition. The ipg's database was analyzed before the explanted and found no problems.